Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es electronic prescriptions appeared on the 3f3 medication list that were not loaded, and customer needed assistance in coordinating a solution to update the 3f3 list to reflect actual contents. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es electronic prescriptions appeared on the 3f3 medication list that were not loaded, and customer needed assistance in coordinating a solution to update the 3f3 list to reflect actual contents. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had medications list that were not loaded. The technical support specialist (tss) had dialed into the server and selected the device by location. Load and unload messages were sent successfully. The issue was resolved. The system functioned as intended after the technical support specialist (tss) troubleshot the device.